Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician found that the dilator tip was cracked and not inserted. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
During the procedure the physician found that the dilator tip was cracked and not inserted. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly for analysis. Signs of use in the form of biological material was observed at the dilator tip. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage. The appearance of the damage is consistent with damage resulting from undue force being applied during an attempted insertion. It was also noted that the dilator body was separated directly adjacent to the hub. The dilator length from the hub to the distal tip measured 21" which is within the specification limits of 20 7/8"-21 21 3/8" per the dilator graphic. The dilator outer diameter measured .1075" which is within the specification limits of .107"-.110" per the dilator extrusion graphic. The dilator inner diameter at the distal tip .041" which is within the specification limits of .040"-.043" per the dilator extrusion graphic. The instructions-for-use (IFU) provided with this kit instructs the user, "holding sheath in place, remove spring-wire guide and dilator". A lab inventory guide wire was inserted through the dilator tip. Little to no resistance was observed as the guide wire passed through the extrusion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "thread tapered tip of sheath/dilator assembly over spring-wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was split/frayed. The appearance of the damage is consistent with damage resulting from undue force being applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.